Event description:
Half tampon stuck inside - vaginal [foreign body in reproductive tract]. Tampon cut in half [device breakage]. Half of tampon came out (upon removal) [complication of device removal]. Case narrative: consumer reported via phone that she removed tampon and only half of it came out. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half tampon stuck inside - vaginal [foreign body in reproductive tract]. Tampon cut in half [device breakage]. Half of tampon came out (upon removal) [complication of device removal]. Case narrative: consumer reported via phone that her daughter removed a tampon and only half of it came out. No serious injury reported.